Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the bus cabling was disconnected and reconnected bus cabling and replaced slide rail as rail had bearings on the floor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients own medication drawer could not be recovered and did not open. The customer had to open the drawer from the back to retrieve the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.